Manufacturer narrative:
While cleaning the rail, the cover was dislodged and injured person's ring was caught on end of rail extrusion resulting in a cut to the finger. Cleaning method as per instructions not fully followed. Al edges inspected on rail for any unsafe conditions and ensured rail cover was secure.

Event description:
Called client to discuss service agreements and client mentioned that 4 months earlier, her daughter had cut her finger on the hinge rail when she knocked the rail cover off while cleaning the rail. Injured person was a rn and treated the injury at home.